Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two scs systems. The ipg being reported pertains to this event. It was reported, the patient's ipg was explanted due to loss of communication between the ipg and the patient's charger/programmer. Additionally, the patient was uncertain for how long she had been without stimulation.